Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "dislocating left total hip. Switched femoral head from +8 to +12." Spoke to rep. The femoral head dislocated from a competitor liner.

Event description:
As reported: "dislocating left total hip. Switched femoral head from +8 to +12." Spoke to rep. The femoral head dislocated from a competitor liner.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was confirmed through clinician review of the [provided medical records. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirm the patient underwent hip revision for recurrent hip dislocations. The patient had had multiple risk factors including previous revision surgeries, previous infection, a trochanteric non-union, rheumatoid arthritis and multiple sclerosis. Anyone of these conditions could alone, or in combination, affect the soft tissues and musculature supporting the stability of the hip leading to recurrent dislocation. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirm the patient underwent hip revision for recurrent hip dislocations. The patient had had multiple risk factors including previous revision surgeries, previous infection, a trochanteric non-union, rheumatoid arthritis and multiple sclerosis. Anyone of these conditions could alone, or in combination, affect the soft tissues and musculature supporting the stability of the hip leading to recurrent dislocation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.